Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unable to perform complaint lot history check due to an unknown lot number for harm skin irritation. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Per the information provided in the complaint description, there is no hazard associated with the reported harm (s): skin irritation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customers indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd pen needle was not functioning. The following information was provided by the initial reporter: the patient received insulin lispro (rdna origin) injections (humalog, cartridge), via a reusable pen at an unknown dose and frequency, subcutaneously, for the diabetes mellitus beginning approximately in (B)(6) 2016. On an unknown date, while on insulin lispro therapy, one of the doses was broken for six months, it was never giving drug and the other one was broken for one week, dosage arranger part hardly rotate and did not gave the insulin sufficiently. The place where the needle tip inserted was swollen. He had blood glucose elevated to 200-220 (unit not provided). Bd microfine needle tip was being used. Information regarding the corrective treatment and the outcome of the events were not provided. Insulin lispro therapy was ongoing.